Event description:
"I received a letter in the mail 12/10/2019 from the patient's sister-in-law to advise he was deceased on (B)(6) 2019." Patient outcome: "patient is deceased."

Event description:
"I received a letter in the mail (B)(6) 2019 from the patient's sister-in-law to advise he was deceased on (B)(6) 2019." Patient outcome: "patient is deceased."